Event description:
It was reported that the implantable pulse generator (ipg) exhibited minute ventilation high count of more than 250. The ipg remains in use. No patient complications have been reported as a result of this event.